Event description:
On (B) (6) 2010 pt reported when she gets to 20-22 units in her insulin cartridge she gets an occlusion. Pt is not currently having an occlusion. Pt reported her blood glucose is running high. Pt stated for the first day everything is normal, and by the end of the 2nd or 3rd day her blood glucose goes high again. Pt reported she wears her infusion device near her body. Pt's normal blood glucose range is under 120 mg/dl. Pt reported her blood glucose is currently running around the 300 mg/dl range. Pt stated the occlusions always occur when she is bolusing. On follow up with pt on (B) (6) 2010 pt stated she has moved her infusion device from her bra to her pants and has had no further issues. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.